Event description:
The customer stated that he was treated for low blood glucose levels. The customer had gone for a walk and started feeling his blood glucose levels dropping. When he got home, he collapsed, and his wife called the assisted living nurse for assistance. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed prime and high pressure tests. The customer stated that 30 units of insulin are missing from the reservoir, and he felt that it was delivered while he was connected. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.